Event description:
During the device evaluation, the single use fiber exhibited fiber damage at the distal tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found a broken fiber tip. Based on the results of the investigation, it is likely that mishandling led to the malfunction; however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.